Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further invesitgation, it was noted that the back up vvi transmission was inappropriate. The device was not found in back up vvi. No further information is available.